Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by the customer that the patient needs chemotherapy after PICC catheterization, and the end of the guide wire is found to be rough during the catheterization. If the guide wire is used, it may cause damage to the PICC catheter and affect the indwelling time of the catheter. If it is serious, the PICC catheter can be broken and cannot be used normally, and then repuncture and catheterization are required, with extremely bad consequences. Considering the serious consequences, the guide wire should be immediately abandoned and replaced with a new guide wire to complete the follow-up operation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of deformation on the end of the guidewire was confirmed but the cause is unknown. Two photographs of the implicated guidewire were returned for evaluation. The guidewire contained a region of deformation near the end of the wire. This end of the guidewire appeared rough and irregular; with what appeared to be a slightly larger outer diameter compared to the rest of the wire. The photo quality did not allow for a clear view of the damaged wire section; however, the irregular profile of the end of the wire was likely caused by the outer wire being displaced. Although the damage to the wire could be confirmed, the exact root cause of the damage could not be determined from the returned photographs. A review of the manufacture quality records for the specified lot found that no potentially related issues were encountered during the manufacture and assembly of that product lot. Potential contributing factors could include attempted insertion of the wire against resistance or manipulation of the wire causing displacement of the outer wire. The reported event has been documented and included in complaint trending and will continue to be monitored as part of ongoing quality efforts. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that he patient needs chemotherapy after PICC catheterization, and the end of the guide wire is found to be rough during the catheterization. If the guide wire is used, it may cause damage to the PICC catheter and affect the indwelling time of the catheter. If it is serious, the PICC catheter can be broken and cannot be used normally, and then repuncture and catheterization are required, with extremely bad consequences. Considering the serious consequences, the guide wire should be immediately abandoned and replaced with a new guide wire to complete the follow-up operation.